Event description:
The vns programming tablet was received by the manufacturer for analysis and analysis was completed. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. No serial adapter cable was returned with the tablet. The suspect serial adapter cable was reportedly discarded. No additional relevant information has been obtained to date.

Event description:
It was reported that the physician was having difficulties with her tablet, receiving an "unable to open port" error message. The usb to db9 serial adapter cable was replaced but the physician was still having issues. It was reported that the connection to the tablet was very loose, and the usb cable would have to be held up for the tablet to communicate. Additional information was received that the issue appears to always resolve but pushing the serial cable into the tablet. No patients have been affected by this issue. Additional information was received that the tablet was swapped with a replacement and the replacement tablet appears to have resolved the issue, holding the serial cables in much more tightly. The suspect programming tablet has not been received by the manufacturer for analysis to date. No additional relevant information has been obtained to date.